Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
The seat to the commode split along the depth of the seat on one side. The split is from front to back.

Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
The seat to the commode split along the depth of the seat on one side. The split is from front to back.